Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless pacemaker the introducer was not able to flush and was unable to shoot contrast and air introduced somewhere in the catheter. The catheter was attempted/not used and replaced. No patient complications have been reported as a result of this event.